Event description:
It was reported that during an acl surgery the upper part of the screw broke during insertion. All fragments were retrieved. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint allegation is confirmed. Based on the image provided from the field, it is evident that that the fastthread¿ biocomposite¿ interference screw was explanted from the patient due to breaking upon insertion. Consequently, arthrex was able to conclude a most likely cause. The method used to prepare the bone, as well as the bone quality encountered during the procedure, were not provided. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.